Event description:
Central line displaced. Pt received infiltration injury-right base of neck, shoulder, chest and back with dopamine and amiodarone. The catheter was removed. Pt site treated with regitine. Plastic surgery consult obtained. Areas beginning to desquamate to be treated with bacitracin twice a day.